Event description:
It was reported that the right ventricular lead pace/sense portion was fractured; it had a sudden rise in pacing impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.